Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown reading difference of 2 mmol/l when testing on the adc freestyle libre reader compared to an adc meter. As a result, the customer became confused while in a pharmacy and had a loss of consciousness. Emergency services were called and provided the customer intravenous glucose for treatment. No further treatment was provided. There was no report of death or permanent injury.